Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. There was noise and an increase in threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).